Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic system. Aneurysm and vessel morphology were not reported. It was reported there was a proximal dissection of the thoracic aorta. At the time of implant the stent graft was ballooned; however, it is unknown whether the dissection was caused by the ballooning. The decision was made to perform a subclavian to carotid bypass and implant a talent thoracic stent graft to seal the dissection at a later date. No additional information was provided.

Manufacturer narrative:
Evaluation: results and conclusion: - unknown cause of dissection. Arterial trauma/dissection. Evaluation: (secondary intervention was required).